Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported when the section of the combiset bloodlines is fed into the pump, it had a small tear, causing treatment interruption and blood loss. Upon follow-up, the rn stated the blood leak occurred about three hours into a four-hour hemodialysis (hd) treatment. The rn stated there were no machine alarms the prompted from the fresenius 2008t machine during treatment. The blood leak was coming from the tubing line along the blood pump area. After the leak was observed, treatment was immediately halted and the patient¿s blood was not returned due to an open circuit and risk of exposure. The patient was disconnected from the machine. The patient voluntarily discontinued their remaining treatment as the patient had somewhere to be afterwards. The patient returned their following scheduled treatment and completed full treatment without issue. The patient¿s estimated blood loss (ebl) due to the event was 300 ml. Upon closer examination, a small tear was observed along the blood pump segment of the tubing. There were no noted observations with the combiset prior to use. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The rn stated another patient completed treatment on that same machine before the machine was pulled from service, and the biomedical technician (bmt) confirmed there were no issues with the rotor itself, and the machine has since been returned to service without further issue. The complaint device was available to be returned for evaluation .